Manufacturer narrative:
Pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, cracked lcd window and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer reported that there are cracks near battery compartment. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.